Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 2. The patient's drain volume was 3221ml. The fill volume was 1900ml; this meets iipv criteria. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal (product analysis lab) evaluated the device. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the logs was determined to be insufficient drain / use error due to inappropriate bypass of the initial drain. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.